Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021 3384 days after essure insertion and one day after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer. And describes the occurrence of medical device removal ('medical device removal'). In a 48-year-old female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), (B)(6) years (B)(6) months after insertion of essure. The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered, medical device removal to be related to essure. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jun-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("medical device removal / visualizing uterine cornua with migration of the essure contraception device") in a 48 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menorrhagia, anxiety, parity 3, multi gravida, discomfort, endometrial ablation, menstrual cramps, submucous leiomyoma of uterus, menorrhagia and pelvic pain. Previously administered products included: dicyclomine co, omeprazole and ibuprofen. The patient had a family history of hypothyroidism. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3384 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: it was rolled back to the gold tip and 3 coils were seen. After using the second essure it was placed inside the uterine cavity on. The left side. The ostia was-clearly seen. The essure device was fed into the tubal ostia up until the black line. It was engaged rolled back to the gold tip and there was 1 coil noted outside of the ostia on the left. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] on (B)(6) 2021: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: essure micro-insert migration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: mr received :event -" medical device removal updated to device migration" race information, indication, reporters information patient medical history and lab data were added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.